Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was at home, and developed a sudden headache. The pt went to the emergency room for eval. A CT scan revealed a large hemorrhagic stroke. The pt quickly deteriorated, was made "comfort care." The pt's clinical status continued to decline. The pt expired within hours. The vad was functioning as expected. No autopsy or product to return.

Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.